Manufacturer narrative:
(B)(4). The low drain volume alarm was confirmed to be due to air in the patient line based on the event description. Specifically, the care giver discovered air in the patient line when troubleshooting with the tsr. During customer contact, the patient stated that their nurse came and checked out the patient's machine and supplies and came to the conclusion that the issue was related to the patient being dry when they were trying to drain, causing air to get into the lines. Air is a known cause of a low drain volume alarm. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During assistance with low drain volume alarm on the home choice (hc), this occurred on the homechoice (hc) during use, during initial drain; the customer revealed there was air in the patient line. The technical service representative (tsr) assisted the customer with ending therapy. They would start over with new supplies. During a follow-up with the home patient (hp) regarding the reported problem, they stated they had their nurse come out and check the machine and supplies. It was then concluded the air was related to the patient being dry when they were trying to drain. The patient stated their nurse had them perform therapy using manual supplies for a few days and then to resume therapy on the cycler. The patient was continuing therapy on the cycler successfully. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.